Event description:
Pt receiving dopamine via baxter colleague 3 infusion pump. Pump turned off unexpectedly, by itself. Pt's systolic blood pressure dropped to 78. Pump was removed from use and replaced with another colleague 3 pump. Dopamine continued and pt's systolic blood pressure increased to 120. Additional info received 1/4/00: addendum to original medwatch report 6225 filed 12/20/99. Device history log showed that pump had been inadvertently turned off by operator, instead of turning off by itself as was originally reported.